Event description:
A malfunction alarm occurred, identified as malfunction code 0-0x277d. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support on how to reset the pump, which resolved the issue, allowing the customer to continue using the pump. The customer was advised to contact technical support again if the malfunction code reoccurs.